Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported by the patient that their insulin pump is giving excessive no delivery alarms. The patient's blood glucose level was unknown. Trouble shooting was conducted. Device is not being returned. No further information available.